Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2015, t2 recon nail surgery was performed. When the drilling of proximal lag screw hole after insertion of k-wire, the strange noise was occurred from the cannulated drill, so the surgeon removed the drill from the patient. After that, the surgeon used a solid drill to the same hole, but the solid drill did not be inserted to the tip of the femoral head. Then, the surgeon checked the femoral neck of the patient with x-ray, it was found that the tip of the cannulated drill has been broken and remained to the femoral neck of the patient. The surgeon used a k-wire or a depth gauge, and finally removed the tip of the drill. The surgeon used the solid drill again, inserted a lag screw and finished the surgery.

Manufacturer narrative:
Referring to the product inquiry the stepdrill for lag screw t2 recon is stated to be the subject product. No further associated product was reported. Review of the inspection records for the returned drill revealed no discrepancies; the device was documented as faultless prior to distribution. The 1st step of the drill is completely sheared off. Thus, intended function is no longer given. The appearance of damage at the cutting edges of the 2nd step clearly indicates that the cutting performance would be decreased. Appearance of the breakage surfaces and the course of the breakage line as well, suggest that the drill broke in a forced (brittle) fracture due to bending overload. Appearance of damage at the cutting edges suggests that the device had been in significant contact to a hard (metal) object during drilling. In addition, circumferential grooves, material abrasion at the inside of the cutting edges of the 2nd step and the beaded rim at the breakage line indicate hard contact with a k-wire during drilling. Reasons for metal contact during drilling are various. Potential causes could be e.g.: ¿ loosening of the nail holding bolt during insertion of the nail ¿ drilling without drill guiding sleeve ¿ using blunt or damaged drill ¿ high forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail ¿ guide wire not removed prior to drilling ¿ originally deflected k-wire the (remaining) cutting edges of the 2nd step are damaged / covered with dents. The drill is not sharp anymore. The use of a blunt drill requires unintended high forces to achieve a drilling progress at all. In addition, the risk of necrosis due to excessive heat development increases. It cannot be excluded that the drill returned has been pre-damaged during former surgeries, but the above mentioned damage should then have been detected during inspection prior to surgery and another device would have been used. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device but is rather related to misuse. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the event for the subject product. No non-conformity was identified.

Event description:
On (B)(6) 2015, t2 recon nail surgery was performed. When the drilling of proximal lag screw hole after insertion of k-wire, the strange noise was occurred from the cannulated drill, so the surgeon removed the drill from the patient. After that, the surgeon used a solid drill to the same hole, but the solid drill did not be inserted to the tip of the femoral head. Then, the surgeon checked the femoral neck of the patient with x-ray, it was found that the tip of the cannulated drill has been broken and remained to the femoral neck of the patient. The surgeon used a k-wire or a depth gauge, and finally removed the tip of the drill. The surgeon used the solid drill again, inserted a lag screw and finished the surgery.